Event description:
It was reported that there was corneal burn. No other information available.

Manufacturer narrative:
Patient information cannot be provided due to personal data privacy legislation/policy initial reporter first & last name: information unknown/not provided. Email address: unknown/not provided. Initial reporter telephone number: (B)(6). Device evaluation: the product testing could not be performed. The reported complaint cannot be confirmed. Manufacturing record evaluation: based on the manufacturing records review, and historical complaint review, there is no indication of a product malfunction or product quality deficiency. No nonconformity report, documentation or labeling changes, and escalations are required. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.